Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events consistent with the report that the patient was exchanging the controller at home. The submitted log files were reviewed and found events consistent with the report that the patient was performing controller exchanges at home. The controller exchanges occurred approximately every day. The pump operated at the stored patient speed without issue during support. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also includes instructions for replacing the current system controller. Section 7 "alarms and troubleshooting" outlines system controller alarms, including the driveline disconnected hazard alarm, as well as how to respond to each alarm condition. Section 6 (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The heartmate 3 lvas patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." Section 2 ¿how your heart pump works¿ includes instructions for replacing the current system controller and cautions: do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-06314 and #2916596-2023-06315.

Event description:
It was reported that log files were submitted for a patient performing controller changes at home. The log file captured what appears to be the patient trying to replace the controller at home. On (B)(6) 2023 at 9:20:47 it captured driveline disconnected. On (B)(6)2023 16:44:29 it showed no external power and at 16:44:41 driveline disconnected. On (B)(6)2023 at 9:57:13 pump was back on and running. On (B)(6) 2023 at 0:19:45 driveline was disconnected and at 13:13:36 pump was back on and running. On (B)(6) 2023 at 5:56:05 driveline was disconnected and at 3:58:42 pump back on and running. At the end of the event log file dated (B)(6) 2023 at 9:00:12 the pump was running as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.